Manufacturer narrative:
Logs showed the pump was delivering fentanyl 2000.0 mcg/ml at 699.4 mcg/day. The pump was returned, and analysis found no evidence of anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015-01. Product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained fentanyl [2000 mcg/ml] at a dose of 699 mcg/day (pre-op settings). It was reported a nurse noted a discrepancy in volume during a pump refill. The discrepancy amount and frequency were unknown. The doctor also reported that the patient had flu-like symptoms at some point. The patient went to the emergency room (ER) and was told that her pump was malfunctioning (date unknown). The definite cause of flu-like symptoms was unknown per the medical doctor. It was unknown what environmental/external/patient factors might have led or contributed to the issue. The patient received oral medication to compensate for suspected pump malfunction. A catheter aspiration was attempted by another doctor (date unknown), and the catheter was unable to be aspirated at that time. The patient was scheduled for a revision/replacement surgery on (B)(6) 2017. Low and empty reservoir alarms had occurred by (B)(6) 2017. The initial doctor aspirated the pump reservoir to confirm the empty reservoir. Only a few drops were aspirated from the pump, and the pump was confirmed to be empty. Next, the doctor aspirated the catheter from the catheter access port (cap). Approximately 2 cc were successfully aspirated. The doctor proceeded with the pump replacement. The issue was resolved at the time of the report. Post-op pump settings included fentanyl [50 mcg/ml] at a dose of 100 mcg/day. The patient had an appointment next week for a medication refill and possible concentration change per the doctor. The explanted pump would be returned for analysis. The doctor did not suspect pump or catheter failure based on intra-operative analysis. The patient suspected failure per conversations with other hcps. The event date was noted to be (B)(6) 2017. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.